Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing threshold measurements were noted the day following the implant procedure of this right ventricular (rv) lead. The physician elected to surgically explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead was retained by the healthcare facility and is not expected for analysis.